Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: :caution state: this product contains natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had an anaphylactic reaction due to a latex foley catheter. Patient had no known allergies to latex allergies to latex and had a local reaction in the general area and full anaphylactic shock. Patient was treated with solumedrol, benadryl and epinephrine and ultimately recovered well.